Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the reported malfunction of the device failing self-test was observed but not duplicated. The malfunction of the device displaying a "bridge test failed" message was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. The device's bridge board and a flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test with paddles attached, and then displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.